Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for other pain indications; other. It was reported that the rep was meeting the patient for reprogramming to try and get more coverage and measured greater than 4,000 ohms on all bipolar pairs except for 0 and 1. The rep would reprogram as best they could with the viable pairs. No patient symptoms were reported.

Event description:
Additional information received from the rep indicated that the patient noted that one day it changed, and was likely a breakage in the lead, but the cause was unknown. They attempted to reprogram, but could not regain coverage in the desired areas. The patient would be replacing the system with a different manufacturer device to match what they had on the right side of their body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.